Event description:
Distributor reported that in the past, they had a few implants with the inner seal broken. He was able to complete the operation very easily.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Premarket identification k011245 and k002188.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Six (6) impl tapered sp 3.7mm 12m m octagon (spb12) were not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. The coob could not be verified, as the original product packaging was not returned. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. Pre-existing patient factors, x-ray, tooth location are not relevant to the reported event. Device history record (DHR) review was completed for the subject lot number (2019112009). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record (B)(4) was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number (2019112009) for similar events and no other complaint was identified. Review completed utilizing keywords: damaged or un-sealed sterile barrier. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable with the information provided. Additionally, the coob could not be verified, as the original product packaging was not returned.

Event description:
No further event information is available at the time of this report.